Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The reported patient effects of myocardial infarction and perforation, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the patient presented with a free perforation with extravasation in a saphenous vein graft (svg) to the 1st obtuse marginal (om1) coronary artery. A 3.5x19 rx graftmaster covered stent was implanted to treat the perforation, however, the perforation became larger upon graftmaster deployment, reportedly, due to the age of the bypass graft (30 years). An unspecified coil embolization device successfully sealed the perforation. The patient experienced a myocardial infarction immediately after coil embolization and was successfully treated with medication. The patient is in good condition. There were no adverse patient sequelae. No additional information was provided.